Manufacturer narrative:
Technician support asked the account to isolate the side rails during troubleshooting. The retractable bed must have an effective maintenance program. We recommend that you perform preventative maintenance annually to help to ensure a long and productive life for the retractable bed. This will help minimize downtime due to excessive wear failures. The device referenced in this report is over 12 months old and according to the recommended preventive maintenance schedule at least one pm should be performed every 12 months. Therefore the acceptance criteria, based on the DHR, were determined to be acceptable at the time the device was released. Given the time which has elapsed, the alleged failure of the device would not be related to any issue which occurred during the manufacturing process the account stated that the issue has been resolved but they do not know what repair was made to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the head section of the bed will run up a couple inches then run back down. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).